Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio and device related imagery were evaluated. The following was observed: tortuosity was present in the patient's access vessels. Calcification was present in the patient's landing zone and stj. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst' was unable to be confirmed as no device-or related imagery returned. Available information suggests that patient factors (calcification) likely contributed to the event as the event description stated that 'the balloon burst occurred when valve was fully expanded and the event root cause was calcium from the annulus causing the balloon to ruptured' and 3mensio report revealed the presence of calcification in both landing zone and stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was unable to be confirmed. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the 26 mm commander delivery system (ds) balloon ruptured during valve deployment. The valve was able to be fully deployed. The balloon burst occurred when the valve was fully expanded. The delivery system was able to be successfully encapsulated into the esheath+ where the esheath+ and delivery system were removed as a unit. The ds was successfully retrieved into the 14f esheath+ without issue. No vascular complications were noted upon final angiography. The patient was stable post implant and discharged to home. Difficulty was noted when getting the nose cone into the esheath+. However, neutral force on the inflation device and increased in minimal pressure allowed for the balloon to be successfully captured within the esheath+ for removal. No other damage was noted from the edwards devices.

Manufacturer narrative:
The investigation is ongoing.